Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided photographs identified the explanted glenosphere/taper, and humeral tray/bearing assemblies. No visible damage can be seen. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event was not confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a1; a2; a4; a5; b4; b5; b7; d2; g1; g3; g6; h1; h2; h6. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by legal of a left reverse total shoulder arthroplasty approximately seven (7) months ago and discharged home the same day. Upon getting into car after being discharged, the patient had an onset of severe pain. Approximately two (2) weeks post-implantation, an x-ray showed dissociation between the glenosphere and the baseplate. Subsequently, the patient was revised approximately two (2) days later due to pain and disassociation. During the revision, a hematoma was also noted. The revision was completed without complications.

Event description:
It was reported that the patient underwent a shoulder revision approximately two (2) weeks post-implantation due to disassociation of the taper adapter and baseplate. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item#: 180550; lot#: 67315032, item#: 180550; lot#: 67315030, item#: 180552; lot#: 67004687, item#: 180552; lot#: 67259683, item#: 115395; lot#: 67365391, item#: 115310; lot#: j7914665, item#: 110031424; lot#: 67121816, item#: 110031399; lot#: 67220961, item#: 113636; lot#: 65886205. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was kept by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.